Manufacturer narrative:
This case, with patient identifier (B)(6), is related to case with patient identifier (B)(6).

Event description:
It was reported that the infusion set was leaking at the headset between the luer lock and the infusion tubing. The caller alleged that this issue has been occurring since the beginning of the year with other infusion sets that the customer no longer has.